Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was 124 mg/dl. The customer stated that she change the battery and received failed battery test several times and the battery bar is only showing two bars. The customer put us on hold and disconnected the line.